Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood inside the shaft of the device. The hypotube, collar, distal shaft and tip was microscopically inspected. Inspection revealed a partial separation at the collar of the device that became fully detached during device analysis, and there were numerous kinks in the distal shaft measured. The maximum outer diameter (od) of the damaged (kinked) portion of the guidezilla distal shaft exceeding the guidezilla specifications, with the undamaged section, meeting the guidezilla specification. Functional testing could not be done, due to the condition of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that difficulty in advancing through guide catheter and shaft kinked occurred. Access was obtained via the right radial artery. The more than 80% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A non bsc guidewire crossed the lesion, then a guidezilla¿ guide extension catheter was used to track devices near the lesion. During the procedure, it was noted that the device failed to pass through a guiding catheter despite multiple attempts and was kinked during negotiations. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, device analysis revealed a partial separation at the collar that became fully detached.